Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of the lead and the ICD as well as the analysis of the ICD itself. The manufacturing processes for the ICD and the lead were reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the mos1 battery status. The device was implanted for 77 months, and 50 charging cycles were recorded in the devices memory. The memory content of the device was inspected. A number of 11 aborted shocks was documented. These were aborted by the ICD itself, as expected, due to the detection of a short circuit which might have otherwise damaged the ICD. The impedance measurement functions of the device were tested and proved to be fully functional. The measured impedance values were normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached, and the charging time was as expected. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. The reported shocks were aborted by the ICD itself, as expected, due to the detection of a short circuit which might have otherwise damaged the ICD. The ICD proved to be fully functional throughout its inspection. Based on analysis, the integrity of the rv lead cannot be assured. There is no indication of a material or manufacturing problem of the lead or the ICD.

Event description:
It was reported that the shock impedance was too low and that some shocks were ineffective. The lead was capped and the involved ICD was explanted. Should additional information be received, this file will be updated.